Event description:
The lead was placed without difficulty and then the patient experienced a vasovagal episode during the subsequent testing of the lead. The patient then developed bradycardia and low blood pressure. The doctor administered glycopyrrolate 0.1 mg and ephedrine 10 mg intravenously which stabilized both the patient's heart rate and blood pressure to her normal values. The patient was in verbal communication with the investigator throughout and never lost consciousness. The patient stated that she frequently has these vasovagal episodes and this experience was the same as previous episodes.

Manufacturer narrative:
The study participant experienced low heart rate (i.e., bradycardia) and low blood pressure (i.e., hypotension). These vitals stabilized to normal levels following the physician's administration of ephedrine and glycopyrrolate. The subject remained conscious and verbally communicative. The vasovagal episode was most likely related to study participation, but the event was reportedly specific to this subject's pre-existing propensity towards vasovagal episodes. It is not suspected that the sprint product was faulty or had any specific deficiency based on the information available in this report. The subject's leads were removed and they withdrew from the study, but reportedly underwent their planned surgical procedure without incident and was discharged home within two hours of surgery, as expected. No lasting adverse effects are anticipated, given that the issue reportedly resolved, and the subject completed their ambulatory surgery as expected.